Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the pad caused burn. The burn was treated while the patient was admitted to the hospital, and it was discharged from the hospital when the burn was healed. It was the day after the surgery when the patient¿s mother noticed the burn and reported to the hospital. The generator was checked by the biomedical technician and found working properly.